Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0mws3, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0jp7y, implanted: (B)(6) 2014, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a return of symptoms, trouble with balance, and they could hardly get up out of a chair. The symptoms started the day or two prior to this report. The patient wanted to make sure the implantable neurostimulator (ins) was on. The patient thought they accidentally turned stimulation off a day or two ago. When the patient checked both inss with the patient programmer they saw on and the ins icon with a lightning bolt through the middle. Follow up with the patient indicated they were still having concerns regarding their device or therapy, but they were working with the healthcare professional or a manufacturing representative. An appointment was scheduled for (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.